Event description:
Rptr had breast implants put in approx 3/97, and removed & redone w/new bags (due to size) on 5/97. The dr gave rptr the old bags, and approx 2 mo later rptr looked at them to show a girlfriend and there was "strange" material floating in them. Rptr's concern was that this was in their body. What is it? "Whats in my body now?" They were suppose to be saline solution, but "I don't know if they were filled w/water or what? If it broke in my body or leaked, what are/could be the repercussions? I feel they need to be tested?" Rptr did notify their dr they were reporting this implant problem as they are afraid, "so please contact me with any other questions I can answer."